Manufacturer narrative:
Concomitant medical product: product ID 3889-28, lot# va130qx, implanted: (B)(6) 2016, product type: lead .patient code c50526 applies to lead (lot# va130qx) only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a family member who noted the patient started having a return of symptoms. The caller noted the healthcare provider (hcp) and manufacture representative (rep) agreed "some leads were off"; the consumer was unable to provide additional details. As a result of what was reported, they were redirected to the hcp to address the leads being "off" issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient's implantable neurostimulator (ins). Caller told the manufacturing company it is not working which was clarified as two of the four leads were not working. The family member noted that the patient has terrible problems and they don't realize when they have to urinate. The consumer was calling in because they wanted to get it working. The family member was not with the patient at the time of the call and they didn't have equipment so no troubleshooting could be performed. As a result of what was reported, the family member was redirected to the healthcare provider (hcp) to report symptoms, resolve the symptoms, and to discuss the next steps. Additional information received from a family member who noted that the patient hasn't been able to use their stimulator at all because of something about "the leads [not being] on" which goes back at least a year or two. When attempting to see what can be done about the issue, family member keeps getting referred to the hcp. The family member suggested a possible visit to the hcp, but they were not sure. They want to know why "the leads are off" and "it is not working". No further patient complications have been reported as a result of this event.